Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was given glucagon to treat. The customer experienced symptoms such as unresponsiveness and grey skin that was cold to the touch. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer could not be reached. The customer also reported sensors that went bad after 3 days of use. The insulin pump will not be returned for analysis.